Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted and the procedure was discontinued. The final mr was reduced. There were no clinically significant delays or adverse patient effects reported. It was reported that in (B)(6) 2026, the patient returned for a follow-up echocardiogram. It was identified that there was a partial tear in the posterior leaflet lateral to the mitraclip. There was recurrent mr observed.